Event description:
During the pt's trip to the bathroom, the balloon tubing filled up with blood. The physician had previously tried to remove the iab, but couldn't, so he scheduled surgery for its removal. The iab was removed and replaced without further complication.